Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and an occlusion earlier in the day, which led to an interruption in insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin, and no additional information was received regarding any further outcome of the event.